Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number provided is unrecognized, a device history record (DHR) review cannot be performed. If the lot number becomes available, the DHR review will be performed. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with an unknown saline breast prosthesis. Deflation of the right breast prosthesis was identified. As a result, the patient underwent removal on (B)(6) 2018.